Manufacturer narrative:
The device was received, and a photograph was provided for evaluation. Visual inspection of the photo showed the lot information on the product label. During visual inspection of the actual sample, the product was observed to be contaminated with blood and required disinfection. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was determined to be related to manufacturing in which non optimal welding parameters resulted in a sub optimal welding seam. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from the header of a polyflux 140h set after starting hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.